Event description:
An optometrist reported that a patient who underwent lasik was diagnosed with trace to 1+ diffuse lamellar keratitis (dlk) at the one day post-op visit. The patient lives three hours away from the laser center and could not follow up in one week. Therefore, the steroid drops were increased to six times per day for one week, then tapered to four times per day for one week, then two times per day for one week. The dlk resolved with the above treatment and the uncorrected visual acuity (ucva) is 20/15.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).